Event description:
Eleven months after a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. The pt was experiencing shortness of breath and nausea. Repeat angiography showed in-stent restenosis and the pt was scheduled for treatment of this lesion in 2005.